Event description:
The customer reported that the insulin pump's battery was not lasting a week. The insulin pump alarmed failed battery test and a low battery alert in less than one week after changing the battery. The customer noted a backlight and a display anomaly. The insulin pump shut down while they were preparing for a medical procedure. Customer's blood glucose level was 11 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was pump was returned for low battery alarm; thee insulin pump was reset before error occurred; detailed trace confirmed the low battery alarm root cause is the non-sleep anomaly software error. The insulin pump was received with normal sleep current. No unexpected failed battery test, insert battery or replace battery now alert noted. The insulin pump passed the self test. The back light and display functioning properly. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.